Manufacturer narrative:
(B)(4). Analysis of the pump found the prescription table was corrupted with an unknown cause. The pump suffered a prescription table corruption that caused the pump to reset into safe mode at some point unknown while implanted.

Event description:
It was initially reported on (B)(6) 2014 that the pump was explanted on that date for normal battery depletion with the elective replacement indicator (eri). It was later noted the pump was at end of life. The pump was replaced.